Event description:
It was reported that during an in-stent restenosis treatment procedure, a guidewire tip detachment occurred. The target lesion was located in the right common iliac artery. A truepath was inserted to treat an in-stent restenosis of an unknown manufacturer¿s stent. Another manufacture¿s support catheter was used and bent the tip of the truepath and the truepath¿s tip detached. The physician successfully snared the detached tip. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an in-stent restenosis treatment procedure, a guidewire tip detachment occurred. The target lesion was located in the right common iliac artery. A truepath was inserted to treat an in-stent restenosis of an unknown manufacturer¿s stent. Another manufacture¿s support catheter was used and bent the tip of the truepath and the truepath¿s tip detached. The physician successfully snared the detached tip. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was visually inspected and it was noted the active tip of the drive shaft, along with the gold tip housing and a section of the platinum coil of the outer shaft have all broken off. Functional testing was not carried out. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).